Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain at the insertion site of the lead. There were no falls reported. No impedance check was performed. The ins was turned off but the patient still felt palpable pain at the lead insertion site. The patient insisted on removal of the device. A surgical intervention occurred where the device system was removed on (B)(6) 2019. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.